Event description:
The field service engineer reported broken door #1. Info was not provided regarding whether or not the problem occurred during a pt infusion. No reports of injury or medical intervention.